Manufacturer narrative:
The insulin pump alarmed button error followed by unresponsive buttons due to corroded keypad traces. The insulin pump had traces of moisture on electronic and motor assemblies per visual inspection. The insulin pump was received with cracked case at display window corners and with minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer went swimming and the insulin pump got wet. The insulin pump alarmed button error. Customer's blood glucose level was 10.7 mmol/l. The customer started to use a spare insulin pump they had. The customer was advised that the device would be replaced and agreed to return the product for analysis.